Event description:
It was reported that during a low anterior resection procedure, the device could not be fired correctly, only with force. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.